Event description:
A patient in (B)(6) undergoing a dialysis treatment that involved a polyflux 170h and bicart, vomited fresh blood approximately three hours into treatment. Treatment continued but stopped 20 minutes early. The patient complained of abdominal pain and was hospitalized. A gastroscopy revealed first degree esophageal varices without active bleeding. Lab work revealed the patient had hemolysis. The patient passed away the following day. Reportedly, the patient had presented to the dialysis unit with hypertonia prior to treatment start. He had allegedly consumed 1.5 l of red wine and dried meat the previous day. .

Manufacturer narrative:
The bicart product involved in this incident was discarded and the lot number is unknown; therefore, a review of the device history record and complaint database could not be performed. The bicart product involved in this incident was discarded and not available for investigation.